Event description:
It was reported that during surgery a screw broke. Levels treated were l4-l5 for collapsed disc space. The pt bone quality was very solid and hard. On the left l4 and third screw placement the surgeon used a 5.5mm tap and then began to insert the 6.5x50 mm screw. The screw would not advance all the way due to the hardness of the bone. The surgeon removed the screw and re-tapped. The surgeon advanced another screw in the left l4 and again had trouble advancing due to the hard bone. The surgeon attempted to remove the screw with a driver but the tip of the driver broke. The surgeon then used a rod with closure top on the screw to try and back out the screw. At this point the screw head broke off. A removal set was used to finally remove the screw. Another of the same screw was finally successfully implanted in the left l4. The surgery was delayed 3 hours due to the event. There was no impact to the pt.

Manufacturer narrative:
The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct.